Event description:
It was reported that a past low blood glucose event occurred when a daycare teacher mistakenly entered 12 units instead of 12 carbohydrates. The pump is set with a max bolus of 3 units and the pump has dosed the entire max bolus twice in a row resulting in 6 units delivered by mistake. The child's blood glucose was raised by consuming fruit, dextrose, and juice, eventually stabilizing at 4 mmol/l.